Manufacturer narrative:
Sample collection and processing info was not provided. Quality control was within the customer's acceptable ranges. Service info was not provided. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable event.

Event description:
Customer reported an erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.